Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h6 and h11 corrected field: h8 the device was not returned to olympus. However, the customer called and reported that the device was not connected and had no image. Tac provided remote troubleshooting and assisted the customer. Tac verified cabling and recommended tightening down the pins. Troubleshooting was not able to resolve the reported allegation. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image and cable was not completing connection. The issue was found during inspection for use. There were no reports of patient harm.